Manufacturer narrative:
The t:slim pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. The user cleared the alarm and resumed insulin delivery. The user¿s blood glucose level was not impacted. Tandem technical support educated the user on the auto-off safety feature and recommended that user contact their healthcare provider (hcp) before modifying the setting. Reportedly, the user modified the setting from 12 hours to 14 hours without checking with their hcp.